Manufacturer narrative:
This supplemental report is submitted to provide additional event related information and the device evaluation results. The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. However, the evaluation found heavy dust accumulated on the housing fan and inside of the top cover grill blocking the air ventilation and the fan was running weak causing a temperature rise inside the unit.

Event description:
The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. The phenomena might have been prevented by following the instructions for use below: - [important information ¿ please read before use] avoid using the light source in a dusty environment. This may damage the light source. - [3.3 installation of equipment] clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that errors "e101" and "e102" occurred. There was no patient injury, associated with the problem, reported to olympus.